Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully revised. The patient was asymptomatic to the event and was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.